Manufacturer narrative:
No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was received in two pieces. An insulation abrasion was noted at 35.6 cm - 36.2 cm from the distal tip which exposed the outer coil. The abrasion was consistent with constant friction with another implantable device. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.